Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was implanted. The patient developed st elevation in the inferior leads and tee showed right-sided wall motion abnormality. After 5 minutes, this resolved and procedure was finished. The patient awoke from anesthesia with no complaints and was discharged later. No air was observed by x-ray or echo.